Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri, implantable pacing lead, 2013. (B)(4).

Event description:
It was reported by remote transmission, the patient presented to the emergency department with complaints of low blood pressure and low heart rate. It was noted there was intermittent loss of capture on the right ventricular (rv) lead. The lead is still in use. No patient complications were reported as a result of this event.